Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep had a meeting at the doctor's office yesterday. The impedances were all normal now. X-rays were taken to check the lead integrity and no issues were found. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was stated that the patient reported the device felt like it was turning on and off and that it was "shorting out" suddenly on (B)(6) 2018. The first impedance measurement on (B)(6) 2018 was while the patient was sitting down. Electrodes 8, 10, and 11 showed a possible short or open circuit and 11 was > than 40000 ohms. The caller reprogrammed to different electrodes. The patient confirmed effective stimulation but upon attempting to change the settings via the patient programmer an out of regulation (oor) message displayed. Impedance measurement 2 was while the patient was laying down. Electrode 11 was > 40000 and displayed "possibly not seated properly." Electrodes 1 and 13 were around 16000 ohms. It was confirmed that the patient went home with effective stimulation and pain relief. There were no reported falls or traumas associated.